Event description:
On (B)(6) 2013, the reporter stated the pump emitted an occlusion alarm early the prior morning and again the evening of the call. The reporter stated the cartridge and tubing were changed after the first occlusion alarm was received. The reporter stated the site was not changed until after the second occlusion alarm was received. The reporter stated the patient¿s blood glucose elevated to 23 mmol/l in the morning and had positive ketones and vomiting. The patient was treated with a bolus injection and the bg resolved to 11 mmol/l. This complaint is being reported because although the pump alarmed appropriately for occlusion; the patient experienced elevated bg as a result of use error in not changing the site/set/cartridge with the first occlusion alarm as per the instructions for use.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.